Manufacturer narrative:
By checking the manufacturing charts of the involved lot#, no pre-existing anomaly was found on the 17 pieces placed on the market with lot# 1404033. We will provide a final MDR once the investigation will be concluded.

Event description:
Knee revision surgery due to the shift of the poly liner performed on (B)(6) 2018. According to the info reported, possible causes for this event are the following : surgeon may not have sufficiently engaged the liner during primary surgery. Patient's fall down the stairs. Previous surgery performed on (B)(6) 2018. Event happened in (B)(6).